Event description:
It was reported that a patient underwent an unknown spinal fusion procedure from t4 to t9. Sometime post-operatively it was reported that the patient presented with pain and loss of cervical correction. It was discovered that the connector detached at t3-t4. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.